Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Device was received with missing end cap sticker, cracked case at display window corners, minor scratches on lcd window and corroded battery tube.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling when trying to deliver a bolus. Blood glucose value was 229 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.